Event description:
Patient (pt) admitted for labor on [date redacted]. Pt requested labor epidural placement on next day. Labor epidural placed by anesthesiologist on that day. Patient delivered infant on that day. Labor epidural removed by registered nurse (rn) post-delivery and epidural catheter was noted to be fragmented with the tip missing. Rn called anesthesia provider who evaluated pt, ordered radiographic images and consulted neurosurgery. Epidural catheter tip noted within left-hand side in the spinal canal extending through the ligamentum flavum region, out into the paraspinal muscles and then tapered off as if it were torn in that area, ending near the region of the fascia on the left-hand side at l4-l5 per x-ray and CT scan. Pt elected to have the broken epidural catheter tip surgically removed next day. Epidural catheter tip was evaluated by pathology and is described as tan to brown 3cm in length portion of tubing and wire. No adherent soft tissue is noted on path exam. The hospital has retained the catheter tip and remaining portion of epidural catheter. Photos of the catheter portions have been taken. Pt did well post-operatively, without complications and was discharged home in stable condition on post op day 1.